Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their right side implantable neurostimulator (ins) "pokes out" of their chest, noting they can see a "bulge" there. They stated the bulge seems like it got bigger after the ins surgery. Within a month or a couple months of the ins surgery, they felt the ins "turn" and noted that it was very uncomfortable. They have felt the ins turn more than once and they are able to move the ins with their hand. They also have a vagus nerve stimulator on their left side, noting that it "stays down, you can't see it". They noticed last night at 12:30 that their ins was off and they were unable to turn it back on with the patient programmer (pp) because they kept seeing the poor communication screen. The patient does not use an antenna. On the second attempt, the pp connected with the ins and showed ins off and the ins battery at 50%. They think their ins turned off because they may have let the ins battery get too low. They started a recharging session and reported the ins is charging in the third quartile. They also mentioned that the coupling bars were fluctuating between 0, 2, and 4. By the end of the call, they fluctuated between 8 and 4. They noted they have never seen the 'ins charge sufficient' screen. It was reviewed that the fluctuating coupling boxes can make the ins take longer to charge and that the coupling boxes is likely related to the ins pocket issue. They were able to turn the ins on after a few attempts. It was reviewed the intermittent poor communication is likely related to the ins pock issue and a pp antenna was sent to see if it helps improve communication. They were redirected to their managing healthcare provider (hcp) to have the ins checked.